Manufacturer narrative:
Analysis was able to confirm the reported sluggish performance of the programmer. However, analysis was unable to confirm the reported stylus issue or the inability to quickly deliver emergency therapy. Analysis also noted the display latch hasp was broken. The hasp was replaced. The hard drive was reconfigured, and the software was reloaded and updated. The device passed final functional and system tests. No other anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer was running very slowly. The timer was visible and there was a five second or greater delay with any stylus use on a button. The programmer had very slow functionality with no quick ability to deliver manual emergency shock therapy, if needed. The programmer was returned for service. There was no patient involvement.